Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. A 7.0 x20 40cm gladiator balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal to the proximal end of the distal markerband and extending approximately 22mm proximally across the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified a kink on the shaft of the device located approximately 295mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in a calcified coronary vessel. A 3.50x28mm promus element stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.